Event description:
It was reported that the implants at tooth site #34/43 lost integration due to significant bone loss at the implant site and were removed. Non-integration.

Event description:
It was reported that the implants at tooth site #34/43 lost integration due to significant bone loss at the implant site and were removed. Non-integration.